Event description:
It was reported that malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual insulin injection was delivered to address bg. The customer reverted to an alternate method of insulin therapy.